Manufacturer narrative:
D9: 12/26/2024. H6: evaluation codes updated. Device evaluation: one device was received. A review of the event history log found a high alarm displayed: cassette not attached properly. Device was visually and functionally tested and the customer reported problem was able to be duplicated. The cause that the downstream occlusion (dso) sensor was contaminated. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette sensor was defective. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.